Manufacturer narrative:
No patient information available after calls to customer (B)(6) 2021. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation during a case. The patient was manually ventilated, unit replaced, and case resumed. There was no report of patient injury.